Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 48mm diameter thoracic aortic aneurysm with an aortic dissection. During the index procedure, it was reported that the guidewire was pulled through from the left brachial artery to the left femoral artery with the delivery system advanced through the left femoral artery. It was reported that the delivery system became stuck with part of the stent graft but the stent graft was still successfully implanted. It was noted that a small type ia endoleak was observed during the final angiogram. Touch up with a balloon was not performed due to the possibility of causing further dissection and the procedure was completed. It was reported that there was no issue noted with the tip capture mechanism or the blue handle and that no troubleshooting was required. It was considered that there was a diameter difference in the vessel diameter between the proximal and the distal part of the stent graft and hence the patient should ideally have been treated with two stent grafts. However, considering that the abdomen had been previously implanted with an artificial blood vessel in the past and this added to a risk of blood vessel damage, the patient was only treated with one stent graft. Hence, due to the proximal or the distal area being oversized, this was considered to be the cause of the event. No additional clinical sequalae were reported and the patient will be monitored by their physician.